Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 28 mmol/l at the time of the incident and other value was 15 mmol/l. Customer was treated with insulin pump. Customer also had symptoms like nausea, vomiting, abdominal pain and difficulty breathing. Customer also reported insulin flow blocked alarm. Customer had not alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.